Manufacturer narrative:
E1: name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event and insulin flow block alarm due to a bent cannula and was treated with correction bolus via pump on 1(B)(6) 2026. The infusion set had been inserted in the abdomen.